Event description:
It was reported that the left monitor was black and not working. This could cause the sys to become unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fuse connections were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.